Event description:
It was reported that medication ran out of from the smiths medical cadd legacy cassette. The customer suspected cassette leak from where the syringe is applied to the tubing. The reported event occurred while in use with a patient. There was no adverse effect to the patient due to the reported event.